Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and is ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) and reported that the customer was having error c-34 when applying monopolar energy. Before calling technical support, they had already rebooted the erbe generator, replaced cautery cable, replaced monopolar instrument and rebooted without success. Caller also states that they are not using any CT scan. Tse asked caller whether they have a force triad generator and the activation cable available. Caller states that they found a force triad, but not the activation cables. Tse suggested to use a different vision side cart (vsc) that has the same software version. They proceeded following this suggestion and used a different vsc, the procedure was converted to another vsc and completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis team. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.